Event description:
The customer received a questionable ck result from their cobas c501 (serial number (B)(4)). There was one discrepant result which was reported outside the laboratory. The physician questioned the result because the ck result was lower than the ck-mb result. The sample was re-tested on the same analyzer. The patient's initial ck result was 13 u/l. The first repeat result was 3515 u/l accompanied by a data flag. The sample was diluted and repeated. The second repeat result was 3885 u/l. The customer believes 3885 u/l was the correct result and it was issued as a corrected report. The patient was not treated based on the erroneous result and there were no adverse affects from this event. The field service representative determined the cause of the event was a sample probe contaminated with gel from the tube. He replaced the sample probe and checked the probe alignment. Diagnostic checks were performed. A precision test was performed with passing results.